Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chronic skin overgrowth and pain at the abutment site. Subsequently the patient underwent skin revision on (B)(6) 2017. The patient was administered oral and topical antibiotics (date and duration not reported). On (B)(6) 2018 the abutment was removed.